Event description:
It was reported that the patient had a lgx inflatable penile prosthesis implanted. The patient had been massaging and pulling on the pump as instructed by the physician for 2 weeks. The top of the pump is positioned right underneath the penis. The patient stated it is uncomfortable and painful and hard to sit down without pain. At times when the patient has his pants off, the pump looks like it has a erection and the bottom is sticking out. The patient was scheduled to discuss with his physician. Additional information received indicated the patient had the inflatable penile prosthesis removed and replaced with a new inflatable penile prosthesis. Refer to manufacturer report number 2183959-2019-60112 for additional events regarding the new inflatable penile prosthesis implant.

Event description:
It was reported that the patient had a lgx inflatable penile prosthesis implanted. The patient had been massaging and pulling on the pump as instructed by the physician for 2 weeks. The top of the pump is positioned right underneath the penis. The patient stated it is uncomfortable and painful and hard to sit down without pain. At times when the patient has his pants off, the pump looks like it has an erection and the bottom is sticking out. The patient was scheduled to discuss with his physician.